Event description:
Customer reported an issue with the panorama central station, which may have affected spo2 monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included cleaning and replacement of the unit's bottom housing and cable. Unit was safety tested to factory's specs.